Manufacturer narrative:
The device was received at mentor without fluid. No foreign material was observed within the device or on the shell surface. During visual examination of the device, mentor product analysis lab observed a crease extending to both views. Leak testing was performed in accordance with mentor procedures, and one leak was found in the crease on the posterior view of the device. The leak was caused by a rent measuring approximately 0.1 cm in length. No other anomalies were found. Mentor products are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process. Mentor product analysis lab concluded that the rent and crease occurred sometime subsequent to the removal of the device from its protective packaging. The complaint of deflation was confirmed since a rent was found on the device. However, at this point it is not possible to determine the root cause of such damage. The device history record (DHR) of lot number 261865 was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. All the implants are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process. There is no evidence that the issue is related with manufacturing. These findings are consistent with a crease/fold failure which is a known inherent risk associated with the use of saline-filled mammary prostheses and may be the result of one or more of the following contributing factors: underinflation or overinflation of the device, continuous and sustained stresses to the device - such as capsular contracture or too small a breast pocket, and folding or wrinkling of the shell in the breast pocket. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices. (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A device history record review is in progress. Once completed, a supplemental report will be submitted. Concomitant products: left mentor smooth round moderate profile 425cc saline prosthesis, catalog: 3501670, serial number: (B)(4), lot: 265437. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient who underwent primary breast augmentation with mentor smooth round moderate profile 425cc saline prostheses experienced deflation on the right breast prosthesis post procedure. As a result, the breast prosthesis was explanted from the patient on (B)(6) 2018.

Manufacturer narrative:
On (B)(6) 2018, mentor learned that the patient noticed the deflation while at home. On (B)(6) 2018, mentor learned that the patient underwent bilateral removal and replacement with mentor smooth round moderate plus profile 500cc saline prostheses on (B)(6) 2018; catalog # 3502500, s/ns (B)(4) and (B)(4). On (B)(6) 2018, device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. On (B)(6) 2018, the mentor failure analysis lab received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigation and analysis have been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).